Manufacturer narrative:
Continued from initial reporter: phone (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: broken shell. Red particles in the shell and gel. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, pain, and anxiety. Also reported, lump/nodule - not device related.

Event description:
Healthcare professional reported a right side rupture, silicone migration, pain, and anxiety. Also reported, lump/nodule not device related. Device was explanted.